Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had upstream occlusion (uso) sensor failure. This occurred in the operating room during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, an upstream occlusion (uso) sensor failure was not reproduced. An event history log review was performed, and it was noted that multiple occurrences for the reported problem uso failure were found. The reported condition was verified. The cause of the condition could not be determined; however, as a precautionary measure the uso sensor was calibrated. Should additional relevant information become available, a supplemental report will be submitted.